Manufacturer narrative:
Spacelabs technical support restarted the xhibit telemetry receiver (xtr) to re-establish network connection with the xhibit central station. It was confirmed this resolved the issue. Cause of failure was not established, however its likely that after the power outage the xhibit failed to reconnect to the xtr. Restarting the xtr refreshed this connection.

Event description:
The customer contacted spacelabs technical support to report that after a xhibit central station went into battery backup and was restored, the telemetry beds seen on the central did not recover. There was no patient or user harm associated with this event.